Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator and an end of service indicator after the patient received a shock from an electric fence. After a product code download, normal function resumed.